Event description:
During a ptca/stenting treatment procedure, the maverick otw 15/2.5 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified, stenotic lesion in an unspecified coronary artery. The maverick otw 15/2.5 mm balloon was being used to predilate the lesion for placement of an unspecified type of stent. The maverick otw balloon was removed and replaced with another maverick otw 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'